Event description:
60mm stapler fired all staples, but knife blade did not retract. Surgeon did not take out battery or use reverse button. Surgeon went straight to manual override. Surgeon says staple line looked good.